Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient¿s death. At this time, there is no objective evidence to support a causal association between the liberty select cycler and the patient¿s death. Per the patient¿s esrd notification form, the cause of death was primarily caused by septicemia with secondary causes including; peritoneal access infectious complication (bacterial), cardiac arrhythmia, ischemic brain damage/anoxic encephalopathy and cirrhosis. While there is an allegation the liberty select cycler overfilled the patient which may have been related to the patient¿s death; the liberty select cycler was not returned to the manufacturer for product investigation. Therefore, no determination can be made if the device performed as expected/intended and/or led to an adverse event(s). Based on the available information, the patient¿s septicemia is likely associated to a re-occurring bacterial peritonitis due to an infected pd catheter initially requiring a separate hospitalization. It was reported the patient missed approximately three days of antibiotics (rational unknown) which likely contributed to subsequent development of septicemia progressing to septic shock with further deterioration characterized by respiratory failure, cardiac arrest with ischemic brain damage. Moreover, the patient¿s pre-existing cirrhosis and liver damage was associated with the patient¿s death. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized and subsequently expired. The patient presented to the emergency room with altered mental status due to having missed three days of pd therapy, allegedly due to machine malfunction. There were no prior recorded service calls or request for replacement of the cycler. It was reported that the patient had a re-occurrence of a pre-existing bacterial peritonitis infection. The patient did not received the prescribed course of antibiotic therapy after being discharged from prior hospitalization. Laboratory analysis of the pd effluent was significant for an elevated white blood cell (wbc) count of 114, blood urea nitrogen (bun) 75, creatinine 15.8, lactic acid 1.8, creatine kinase (ck) 491. The patient was admitted into the hospital for further medical evaluation and management due to metabolic encephalopathy, recurrent peritonitis and the suspicion of septicemia. During hospitalization, the patient underwent placement of a temporary hemodialysis catheter and was subsequently transitioned to hd three times a week. Additionally the patient was restarted on antibiotic therapy. The medical records revealed that the patient¿s health deteriorated significantly following admission. The patient developed septic shock (details unknown) and became severely hypotensive. The patient suffered a cardiopulmonary arrest. The following day the patient passed away. The esrd death notification recorded the patient¿s primary cause of death was septicemia. Multifactorial secondary causes included peritoneal access infectious complication (bacterial), cardiac arrhythmia, ischemic brain damage/anoxic encephalopathy and cirrhosis. It was reported that the patient was not actively dialyzing at the time of death. Should additional information become available, the file will be reassessed and updated accordingly.